Manufacturer narrative:
(B)(4) combined report. Additional information including confirmation of the infection, operative notes, post primary and pre revision x-rays and an update on the patient post revision was requested in order to progress with the investigation of this event, however, the reporter confirmed that this information was not available and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. Based on the available information, no further investigation can be conducted. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event, experienced with a product that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting enity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 6 weeks due to a suspected infection.